Event description:
Knee infection, knee pain worsened. Info was rec'd in 2002 from a consumer who has a history of osteoarthritis. The pt rec'd three synvisc injections into their right knee 2001 and twice in the following months. One day after the first injection, the pt experienced a burning sensation in the knee. This lasted for a few days and resolved without any treatment. One day after receiving the second injection, the pt experienced knee soreness and pain with weight bearing. The soreness was not treatment and continued until the third injection. Two days following the third injection the pt experienced knee swelling. The knee eventually "doubled in size" and made it difficult for them to bend their knee. The swelling was accompanied by "extreme painfulness" and the knee was warm to touch. The pt was seen by their physician 10 days later. The injected knee was aspirated and "several large syringefuls" of fluid were removed. Blood work was also ordered. The pt was hospitalized the next day and was subsequently placed on intravenous (IV) antibiotics as a precautionary measure, eventhough synovial culture results were negative. The right knee was re-aspirated 3 days later prior to the pt's hospital discharge. Despite negative culture results, the pt completed the 10-day course of IV antibiotics as home infusions. Oral cephalexin (500 mg, q6 hours for 14 days) was then ordered and completed as another precautionary measure. Since the completion of the cephalexin, it was reported that the pt rec'd no add'l medical treatment. However, pt does take over-the-counter (otc) analgesics for persistent knee pain, which was reported to now be worse than before they rec'd synvisc.